Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer receive an out of insulin alarm when there was approximately 50-70 units of insulin in the cartridge and the insulin gauge had a red x. The customer also indicated that the low insulin alerts were not received. The customer was driving at the time tandem technical support was contacted and was unable to check the pump history for any alerts or alarms. Tandem technical support requested additional information; however, the customer had not provided any further information regarding the event. There was no reported impact to the customer's blood glucose level.